Event description:
International affiliate reported a pt presented with redness along the drain tact, which also caused heat, pain and spontaneous drainage. Pt was treated with medication for 10 days and is in good condition.